Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has confirmed that the dn to rear cable severed at dn part of cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damage belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.